Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0980 showed nineteen other similar product complaint(s) from this lot number.

Event description:
It was reported on the day of placement noted minimal spillage from needle free catheter connector, not present with infusion of solution via volume pump. On the first day of chemotherapy, at the end of the administration of the first drug (cortisone), the colleague notices drug leakage from the connector.